Event description:
An initial event notification was received by united therapeutics drug safety on (B)(6) 2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on (B)(6) 2025. The patient reported stopping delivery to complete an infusion site and cassette change. The remote displayed, "not ready." Cvs was called and the remunity pump began infusing successfully after the patient was instructed to restart the process using the remote's cassette change workflow. The patient reported being off remodulin for approximately 30 minutes. Almost immediately after resuming therapy, the patient reported experiencing chest pain and expressed that their breathing might be a little worse. Emergency medical services were called. Although pharmacy troubleshooting was successful, this event is being reported out of an abundance of caution because the user sought medical attention. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.